Event description:
Medtronic received info that after pre-stenting of the conduit and implant of this transcather bioprosthetic valve, follow up angiograms showed possible right pulmonary artery occlusion. The pt was taken back into surgery for revision of the conduit and removal of the transcatheter valve. There were no adverse pt effects.

Manufacturer narrative:
(B)(4) = device history could not be reviewed as the serial number was not provided. Results: no product was returned. Conclusion: cause of event cannot be determined. Analysis: no product returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. Compression of the coronary arteries is listed as a potential adverse effect in the IFU.